Event description:
2024-07-24: integrum received axor ii unit (B)(6) together with a report form stating that the device has detached from the abutment. No health consequences or patient injury reported. 2024-08-06: technical investigation of unit (B)(6) performed, during the investigation the gripping function was found to be insufficient and the clamps were found to be worn and indented, indicating that the abutment has not been inserted all the way into the axor at some point. In addition, several components were found worn. The unit has not been sent to integrum for annual service according to instructions in the IFU (installation of device (B)(6) 2022). During service the worn components were replaced.the device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of attaching the axor ii according to the IFU and to send the axor ii for annual service as stated in the IFU.